Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous graft. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.